Event description:
On (B) (6) 2009, (B) (6) male, endo vein harvest being performed on left leg, bipolar scissors not working. Leg bleeding, bipolar cautery needed. Bovie re-booted, still erroring. Bipolar cord replaced and rebooted. No error message but bipolar scissors still not working. New vasoview kit opened. New bipolar scissors functioning properly. Floseal kit now needed to control bleeding of left leg.